Event description:
It was reported that the patient was not able to deliver a bolus of insulin. The patient reported getting an error message stating "chip mt6761 ms board 504 la build time january 20th 10th 1605". Blood glucose level was reported to be 241 mg/dl. Medical treatment was not required. Insulet product support worked with the patient to power cycle their controller which resolved the issue.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.